Event description:
The customer reported the "vent reboots/restarts at power up." Add'l info rec'd from the director of respiratory therapy at the home healthcare company stated, "this unit was in use in pt's home. The pt's caregiver switched the pt to backup unit when this occurred with no pt harm."